Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous right coronary artery. A 2.25 x 32mm synergy drug-eluting stent was advanced but resistance was felt. The device was removed and found the distal part of the mounted stent lifted up. The procedure was completed with a different device. There were no patient complications nor injuries reported.